Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the quick coupling device was not working as expected. There were no delays to the planned surgical procedure as a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, the reporter stated the event occurring in (B)(6) 2015. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device cannulation gauge was sticking and could not pass through the device properly, did not hold the smallest diameter k-wire and made grinding noises. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear of mechanical components from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.